Event description:
It was reported that post op of a gyn tumor debulking procedure, the patient had an anastamosis leak at the staple line that was determined when the patient had an unknown scan. The device functioned normally during the original case. The patient was not readmitted for surgery; however meds were given and the patient stayed in house. The patient is currently doing fine. The device was discarded. Additional information being requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
No additional information available about event.